Manufacturer narrative:
H10: internal complaint reference case (B)(4).

Event description:
It was reported that, during an arthroscopic procedure, the ultrabutton's pulling suture got torn. It is unknown how the procedure was completed. There was a surgical delay of more than 30 minutes, and no further complications were reported.

Manufacturer narrative:
H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the suture material specification, found that certificate of conformity is required for each shipment. Traceability between lot # on c of c and lot # on supporting data is required. Tensile strength complies with the ¿straight pull braid strength (no knot)¿ must be verified. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.